Event description:
User reports the preclean needle broke on the analyzer, and caused a leak or preclean reagent onto the floor and into the walkway. No injuries were caused by the incident, and no patient samples were affected. It was noted the leak was mopped up.

Manufacturer narrative:
The field service representative determined the cause to be a broken needle, and replace the preclean needle. He performed instrument testing and checks to verify analyzer operating within specification. Additionally noted customer ran controls to verify analyzer performance.